Event description:
The device involved in this report switched from ddd to vvi during pacemaker check a few days after implantation. The physician requested explanation for that behaviour, and also for inconsistent number of cardiac cycles displayed in device statistics information.

Manufacturer narrative:
(B) (4). Conclusion: regarding nominal parameters programming, it results from the user action: device and programmer operated as specified. Regarding statistics discrepancy observed in the file saved just after emergency programming, it results from an anomaly in the programmer software. There was no patient safety issue, and the conditions to observe this anomaly are specific, therefore, the correction is not considered as an urgent matter.